Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient had ventricular fibrillation (vf) and the device delivered shocks, however the rhythm was not converted. Furthermore, external shocks were provided to convert the rhythm. Upon inspection all the electrical parameters were found to be normal. This device remains in service. No additional patient adverse effects were reported.